Manufacturer narrative:
E1: initial reporter facility name: (B)(6).e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap (pull ring) on the patient line of a homechoice automated pd set w/cassette was missing. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the cap on the patient line was missing. Under water pressure test was performed with no issues noted. Functional testing (self-test and priming) was also performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.